Manufacturer narrative:
B5: correction added h6: patient codes corrected from pericardial effusion to no clinical signs symptoms or conditions.

Event description:
The patient was enrolled into the heal-laa study on (B)(6) 2024 and index procedure was performed on the same day. It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed. Prior to the procedure, heparin was administered. A watchman trusteer access system (was) was inserted, a pigtail catheter was used in the procedure. And a 27mm watchman flx pro delivery system and closure device was inserted and deployed. Complete laa seal was noted, and the deployed closure device diameter was 21.5mm. The closure device was subsequently implanted. It was noted on intracardiac echocardiogram (ice) imaging that there was a 4mm pe. Per the physicians, the pe was caused/worsened by the procedure. No interventions were reported. The procedure was concluded, and the patient was discharged on apixaban and aspirin on the same day of the index procedure. It was further reported that there was a tiny baseline effusion which remained unchanged throughout the procedure. The final ice evaluation showed no pericardial effusion and satisfactory device placement. This event was determined to have been issued in error, therefore this complaint is withdrawn.

Event description:
The patient was enrolled into the heal-laa study on (B)(6) 2024 and index procedure was performed on the same day. It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed. Prior to the procedure, heparin was administered. A watchman trusteer access system (was) was inserted, a pigtail catheter was used in the procedure. And a 27mm watchman flx pro delivery system and closure device was inserted and deployed. Complete laa seal was noted and the deployed closure device diameter was 21.5mm. The closure device was subsequently implanted. It was noted on intracardiac echocardiogram (ice) imaging that there was a 4mm pe. Per the physicians, the pe was caused/worsened by the procedure. No interventions were reported. The procedure was concluded, and the patient was discharged on apixaban and aspirin on the same day of the index procedure.